Manufacturer narrative:
(B)(4). Patient code: no known impact or consequences to the patient. Device code-material separation is not labeled in IFU. Event evaluation: still under investigation.

Event description:
The patient did have scar issue. They inserted the balloon over the wire and performed an angioplasty. The catheter was placed up and over on the left side the angioplasty. They then wanted to place a longer sheath. They exchanged wires for an amplatz wire with the balloon still inserted when trying to removed the balloon over the amplatz wire, the balloon got stuck and eventually the balloon catheter broke leaving the balloon inside the artery. It broke as they were pulling the entire system from the artery. The dm believes that the balloon was partially out of the artery as it broke. The physician tried to remove the balloon fragment in the lab with no success. The patient was transferred to the operating room for successful removal. Dm will provide an update on patient outcome.